Event description:
--

Manufacturer narrative:
Additional information received noted that the device was discarded at the hospital while the lead was destroyed while being explanted.

Event description:
Boston scientific received information that during a routine follow up of this cardiac resynchronization therapy defibrillator (crt-d) high out of range pacing impedances were noted on the right ventricular channel as well as the left ventricular channel. The left ventricular (lv) lead configuration was reprogrammed. The right ventricular lead is a competitor lead. A revision procedure is planned. No adverse patient effects were reported.

Manufacturer narrative:
During the revision procedure out of range impedances were once again noted on the rv channel. The competitor rv lead and crt-d were explanted. During the explant the lv lead dislodged and was explanted as well. The device and lv lead will be returned.

Manufacturer narrative:
Should additional information become available this event will be updated.